Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. No further information was provided, and no additional adverse patient effects were reported. This device is not expected to be returned.